Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was 320 mg/dl. Customer mentioned the reservoir plunger was getting loose and falling out. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.

Manufacturer narrative:
Evaluated one opened/used reservoir, performed manual test to reservoir and found plunger easy to release from stopper-plunger.